Event description:
A medtronic representative reported that, while in an frontal sinus surgery, the surgeon experienced difficulties registering the patient. The surgeon attempted multiple tracer registrations and pointmerge registrations unsuccessfully. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
Patient weight not available from the site. A medtronic representative, following-up at the site, reported that the emitter has visible damage, making a louder noise than expected, and the tracking field of view was not as it should be. RMA issued. Replacement device shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds that there is no apparent physical damage to the emitter. There is a small amount of tape residue on the black case that holds the coils. A registration probe was registered successfully with an error of .5mm. Another registration probe verified with an error of .7mm. An ostium seeker (lot 9162) registered with an error of 1.0mm. A straight probe registered with an error of .7mm. Accuracy looked normal by checking prominent landmarks on the phantom head model. The emitter passed the pegboard test with an error of 2.366mm. Fully functional. Did not cause event.